Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the biometric identifier required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) required maintenance. A field service engineer (fse) logged in and quit the application. The fse then logged in as carefusion admin, restarted the bio ID services, reseated the universal serial bus cable, rebooted the station and resolved the issue. The customer logged in and verified functionality. The system functioned as intended after the field service engineer repaired the device.